Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the cobas 8000 core unit is (B)(6). The field service engineer performed a mechanical check and it was observed that the rinse station produces excessive bubbling during waste aspiration, suggesting clogged waste tubing. A probe was found to be obstructed by a large amount of gel-like material. After cleaning the tubing and probe, precision studies were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for five patient urine samples tested with total protein urine/csf gen.3 on a cobas 8000 core unit. No questionable results were reported outside of the laboratory. The initial values did not match the diagnoses of the patients. The first sample initially resulted in a total protein value of 450 mg/l and it repeated as 80 mg/l. The second sample initially resulted in a total protein value of 257 mg/l and it repeated as 37 mg/l. The third sample initially resulted in a total protein value of 405 mg/l and it repeated as 110 mg/l. The fourth sample initially resulted in a total protein value of 450 mg/l and it repeated as 58 mg/l. The fifth sample resulted in total protein values of 154 mg/l and 883 mg/l.

Manufacturer narrative:
A review of sample reaction data showed a significant difference immediately following the addition of the r1 reagent and sample. This indicated the error occurred at the very beginning of the reaction, suggesting potential contamination or residual material in the reaction cuvette. The presence of the gel material is a key indicator of poor pre-analytical sample quality. The investigation determined the issue is consistent with insufficient pre-analytic sample handling which led to clogging of the instrument and pipetting disturbances. Medwatch field d4 has been updated.